Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the body of the device burst. The target lesion was located in the hepatic artery with normal tortuosity. A 135mmx10mm renegade hi-flo kit was selected for a transcatheter arterial chemoembolization (tace) procedure. No significant resistance encountered when the device was advanced to the lesion. After the end of the procedure, a contrast medium was injected through the device and it was noted that the body of the device burst when the pressure was at 400psi. The physician removed the device slightly from the patient and made sure there were no part remained in the patient. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hub, shaft and tip were microscopically examined. The device was broken/damaged at approximately 39cm from the strain relief. A syringe of fluid was injected into the device and a hole was noticed approximately 40.5cm from the strain relief. The shaft was not completely separated the inner liner was still connected. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the body of the device burst. The target lesion was located in the hepatic artery with normal tortuosity. A 135mmx10mm renegade¿ hi-flo¿ kit was selected for a transcatheter arterial chemoembolization (tace) procedure. No significant resistance encountered when the device was advanced to the lesion. After the end of the procedure, a contrast medium was injected through the device and it was noted that the body of the device burst when the pressure was at 400psi. The physician removed the device slightly from the patient and made sure there were no part remained in the patient. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.